Manufacturer narrative:
Article citation: daniele la forgia, marco moschetta, alfonso fausto, daniela cutrignelli, rosalba dentamaro, liliana losurdo, arianna maiorella, maurizio ressa, anna scattone, michele telegrafo and aurelio portincasa; anaplastic large-cell periprosthetic lymphoma of the breast: could fibrin be an early radiological indicator of the presence of disease? J buon. 2019; 24(5):1889-1897. The events of seroma-late, lymphoma-alcl-suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl-suspected and capsular contracture baker grade unknown.

Event description:
Through journal article titled "anaplastic large-cell periprosthetic lymphoma of the breast: could fibrin be an early radiological indicator of the presence of disease?" Reporting for the right side "swelling, a large amount of liquid between the prosthesis and the capsule", "capsule also appeared irregular and hyperemic with evidence of multiple aggregation of amorphous, non-vascularized material attached to the prosthesis, due to necrosis and fibrin deposits", "the right capsule appeared harder, thicker and less vascularised than the left one, and was firmly adherent to both the inner surface of the gland and the fascia of the pectoralis major muscle". Since histopathological markers are only partially reported (cd30+). Alcl cannot be confirmed. Therefore, the reported event has been captured as lymphoma-alcl-suspected. The device was explanted. Treatment: device explant and capsulectomy. Manufacturer of the device is unknown.